Event description:
The user failed two proficiency surveys for po2 and one survey for pco2. Of the data provided, four samples from the survey tested on (B) (6) 2009 were discrepant. All results are in mmhg. Sample 1 pco2 result was 68, acceptable range was 31-42; po2 result was 68, acceptable range was 87-109. Sample 2 po2 result was 94, acceptable range was 123-144. Sample 3 po2 result was 112, acceptable range was 131-158. Sample 4 po2 result was 49, acceptable range was 80-104. No information was provided to determine if any erroneous patient results had been generated. The filed service representative could not determine a cause. He noted the barometric pressure on the system did not match the reading obtained by the user and an adjustment was made at the request of the user. He verified the system performance by running calibration and qc.